Event description:
It was reported that a low blood glucose reminder became frozen on the pump screen and the customer was unable to clear the reminder. During troubleshooting with tandem technical support, the reminder was cleared. The customer reported that the low blood glucose level was due to not having eaten a meal yet, and was not due to an issue with the pump. The customer stated that he would eat soon.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.